Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
Dexcom was made aware on (B)(6) 2017, that on (B)(6) 2017, the patient experienced a severe hypoglycemic event. The patient was at home sleeping and experienced a low blood glucose (bg) reading in the 20's mg/dl and a high bg reading in the 50's mg/dl. The patient's wife called 911. The emeregency medical technicians (emt) transported the patient to the emergency room (ER). While in the ER, the patient was administered a glucagon shot, a intravenous (IV) therapy and other liquid glucose. The patient stayed in the ER for 4 hours. At the time of contact, the patient was feeling okay. There was no allegation of malfunction against the dexcom system. The patient was wearing their sensor and transmitter at the time of event; however, their phone was turned off. The patient's phone was turned off because they didn't want to the phone on while they were sleeping. The patient's dexcom application was not turned on due to their phone being turned off and was not able to get an alert to let him know he was having a low. No additional event or patient information is available.